Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: creases and opening. Leak test and microscopic analysis was performed which identified: total delamination of valve, one crack opening and one opening striated. Based on the device analysis, the final assessment is total delamination of valve assessed as adhesive failure, one opening crack assessed as cracked valve seat diaphragm valve and one opening striated assessed as surgical damage. Additional, changed, and/or corrected data: b.5., d.1., d.4., d.7., d.10., h.3., h.4., h.6.